Event description:
It was reported that a patient underwent a pelvic floor repair procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring, shrinkage, exposure, extrusion, and protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that after implantation, patient experienced pain, infection, bleeding, bowel problems and recurrence.(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient concurrently underwent cytoscopy.

Event description:
It was reported that the patient concurrently underwent cytoscopy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, urinary frequency, urinary urgency, and nocturia.

Event description:
It was reported that following insertion the patient experienced urinary tract infection, urinary frequency, urinary urgency, and nocturia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.